Manufacturer narrative:
Occupation: reporter is a j&j employee. Investigation summary - background: at the time of the reconstruction technique, the guide wire went outside the femoral head, and then the nail was slightly removed and the protection sheaths, reference (03.010.063), were placed again with the guide. Drill bit, reference (03.010.065), to carry out the insertion of the guide wire again, reference 357.399. It happened that this collided with the nail and did not pass, to which the surgeon had to perform a maneuver with a tissue protection sheath, in this way the guide wire could be placed in the femoral head. The surgeon said that this should not happen because it is something that is calibrated and must be accurate. On the other hand, the flexible shaft of the synream, reference 352.040, its tip is already deteriorated and does not grip the milling heads well. Visual inspection: the 3.2 mm guide wire 400 mm (p/n: 357.399, lot #: 21p7104, quantity #: 1) was returned and received at us cq. Upon visual inspection, it was observed that the device was received bent. No other issues were identified with the returned device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: this complaint was confirmed for the returned device 3.2 mm guide wire 400 mm (p/n: 357.399, lot #: 21p7104). No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - jbrown 12-may-2021 (B)(4), part number: 357.399, lot number: 21p7104, part manufacture date: 23-oct-2019, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of guidewire ø3.2 l400 product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a reconstruction procedure on an unknown date, the guide wire went outside the femoral head. Then the nail was slightly removed and the protection sheaths were placed again with the guide, drill bit, to carry out the insertion of the guide wire again. The guidewire collided with the nail and did not pass; the surgeon had to perform a maneuver with a tissue protection sheath. In this way, the guide wire could be placed in the femoral head. Additionally, the flexible shaft of the synream tip is already deteriorated and does not grip the milling heads well. This report is for one (1) 3.2mm guide wire 400mm. This is report 8 of 8 for (B)(4).